Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 21387927.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted leads will not be returned.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted leads will not be returned. Additional information was received that the patient was not feeling stimulation in the correct places due to lead migration.